Event description:
Reported stated that pt obtained a blood glucose result of 16.5 mmol/l on the advantage system. Based on this value, pt delivered an unspecified amount of insulin. Pt reportedly became hypoglycemic and was treated, by spouse, with fruit juice. Two hours later, pt reportedly retested blood glucose, on the advantage system, and obtained a result of 22 mmol/l. Pt immediately retested blood glucose, using an aviva system, and obtained a result of 6.7 mmol/l. No additional action or treatment was reported. The advantage test strips, in use at the time of the event, had expired. The manufacturer requested the return of the products for evaluation.

Manufacturer narrative:
The event occurred in another country.